Event description:
During a lap cholecystectomy procedure, after firing the 10 or 11 clip, the device jammed and then it was noticed the the jaws were broken. Anohter device was used to complete the case. The device was discarded.